Manufacturer narrative:
The insulin pump received with cracked bleeding lcd, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube treads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that the screen window shattered. The customer's blood glucose was 589 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injections. The customer's mother stated that the insulin pump was dropped. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.